Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Time of rrt in save to disk on (B)(4) 2013 device rrt<(> <<)>=2.62 volt. (B)(4).

Event description:
It was reported that the physician was dissatisfied with the longevity of the implantable cardioverter defibrillator (ICD). The device was explanted and replaced. No patient complications have been reported as a result of this event.